Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving a vibratory notifier for non-sustained rv oversensing. Upon review, noise was observed. The lead was explanted and replaced. The patient was stable post procedure.